Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. According to the customer, "the lesion was 90% of stenosis with calcification and not tortuous at cx distal. The balloon rupture occurred at 14atms during the first inflation. The procedure was completed with a new one." No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.